Event description:
It was observed that during the device evaluation, that the camera head had a flooded camera cable and a hole in the camera cable. There was no patient involvement. Other information from source system report: is_this_complaint: y customer_acc_code: (B)(6). Document text: ch-s200-xz-ea-j 7800618 correction_desc_local_lang: repaired device 01:regular repair 06-mar-2024, received source update as below. Source report columns updated as below: document text: ch-s200-xz-ea 7800618 product_receipt_date: 2024/03/05 08:58:00 correction_desc_local_lang: repaired device 0j: regular repair (equipment free of charge) the case was upgraded to complaint since there are specific complaints or concerns about the device known from manual update. 07-mar-2024, received source update as below. 1. Attachments added. File name: esto_7102095058_1.pdf estc_7102095058_1.pdf 7102095058_sk_m1_¿¿_skrlmd21.pdf 2. Source report columns updated. The following are the details of each update: 1. Attachments added. File name:estc_7102095058_1.pdf watertightness confirmation repair request: cable replacement, cable section, cable, water invasion, rl648100 appearance confirmation ¿ repair request: cable replacement, cable section, cable, scratched, rl648100 appearance confirmation ¿ repair request: packing replacement, head section, packing, deterioration, ra133900 attachments added. File name: esto_7102095058_1.pdf fca correspondence, reoccurred cable scratched, water invasion sw packing deterioration at the time of unrepaired: full inspection attachments added. File name: 7102095058_sk_m1_¿¿_skrlmd21.pdf estimate contents: ¿customer indication¿ confirmation of operation of each function, inspection ¿reception indication items¿ cable section, cable, scratched, water invasion, replacement head section, packing, deterioration, replacement article: no charge for loaning replacement items. Performed an inspection of the screw section as reported in the "important notice regarding camera head re-repair". It was reported that no abnormality was observed. U3/5. Shinada. F. 2. Source report columns updated as below: correction_desc_local_lang: repaired device 0j: regular repair (equipment free of charge) ¿customer indication¿ confirmation of operation of each function, inspection ¿reception indication items¿ cable section, cable, scratched, water invasion, replacement head section, packing, deterioration, replacement evaluation_result_local_lang: ¿customer indication¿ confirmation of operation of each function, inspection ¿reception indication items¿ cable section, cable, scratched, water invasion, replacement head section, packing, deterioration, replacement translation of inquiry record determined as a complaint done by triage complaint evaluator xinyu luo fluent in english and japanese on 07-mar-2024.

Manufacturer narrative:
E3: non-health care professional; e2: no based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable was not airtight due to the hole and water entered the camera cable, resulting in flooding. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.